Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report partial clip movement and recurrent mitral regurgitation. It was reported that on (B)(6) 2020, a mitraclip procedure was performed to treat a degenerative mitral regurgitation (mr) grade 4 with posterior leaflet flail. One clip was implanted with no reported issue, reducing mr to grade <1. On (B)(6) 2022 partial clip movement was observed and the mr increased to a grade of 3+. The clip appeared to be parallel to the valve probably attached to the chords. However, the clip remains attached to both leaflets and there was no tissue damage note. No additional treatment has been provided. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and based on the information provided, the reported migration (partial clip movement) appears to be due to patient conditions (small left atrium, posterior/p2 and p3 prolapse, flail in the lateral portion of p2, and indentation in the central area of p2). Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.